Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with report of modular cable damage. There was also significant damage to the driveline. No alarms were reported. The plan was to repair driveline with rescue tape then replace modular cable and system controller due to power cable damage. Log files were sent for review to assess any issues resulting from wire damage to driveline portion. Despite the reported modular cable damage or kinking, there was no evidence of any type of electrical perc lead conductor issues seen in the log files. Otherwise, the log files captured routine events there were no notable alarm conditions or parameter changes. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the pump cable was confirmed via the submitted photo. Although a specific cause could not be conclusively determined. The submitted photo revealed damage to the outer jacket of the pump cable near the inline connector bend relief and discoloration of the inline connector bend relief. The submitted log files were reviewed and did not indicate an issue with the system. The provided information indicated there were no alarms associated with the damage, and it is planned to apply rescue tape to the pump cable. Multiple attempts were made to obtain additional information regarding confirming if rescue tape had been applied to the pump cable. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.